Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system display became blue after verification of a straight probe. A second probe was attempted to be verified to restore functionality, without resolution. Verification of a separate probe on a different tracker was attempted as well without resolution. A soft restart of the navigation system with ctrl+alt+delete was advised, but confirmation of resolution was not provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated when utilizing the patient exam from the procedure but not demo exams. The application software was re-installed onto the navigation system to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the event is a known issue that is recorded in a test track. If information is provided in the future, a supplemental report will be issued.